Manufacturer narrative:
Still under investigation.

Event description:
During a aaa repair in 2007, physician had difficulty getting the top cap off of the suprarenal stent. Patient did not have difficult anatomy. After placing a lunderquist, the top cap was advanced forward with a little extra force than normal according to the deploying physician.